Event description:
As reported, the physician stated the 7x100ml smart control self-expanding stent (ses) length is longer than the expected length of 100mm. A second 7x100mm smart was stent opened and used on target lesion. The issue was noticed during insertion into the body, when the initially placed stent was observed to be longer than expected. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked and confirmed to display the correct black dotted pattern with a grey background. The product was inspected and prepped per IFU, and no abnormalities were noted with the stent delivery system prior to use. Upon removal from the tray, the stent remained constrained within the outer sheath. No difficulties were encountered while flushing the stopcock or the stent delivery system (sds). The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the physician stated the 7x100ml smart control self-expanding stent (ses) length is longer than the expected length of 100mm. A second 7x100mm smart was stent opened and used on target lesion. The issue was noticed during insertion into the body, when the initially placed stent was observed to be longer than expected. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked and confirmed to display the correct black dotted pattern with a grey background. The product was inspected and prepped per IFU, and no abnormalities were noted with the stent delivery system prior to use. Upon removal from the tray, the stent remained constrained within the outer sheath. No difficulties were encountered while flushing the stopcock or the stent delivery system (sds). The device will be returned for evaluation.

Manufacturer narrative:
As reported, the physician stated the 7x100ml smart control self-expanding stent (ses) length is longer than the expected length of 100mm. A second 7x100mm smart was stent opened and used on target lesion. The issue was noticed during insertion into the body, when the initially placed stent was observed to be longer than expected. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked and confirmed to display the correct black dotted pattern with a grey background. The product was inspected and prepped per IFU, and no abnormalities were noted with the stent delivery system prior to use. Upon removal from the tray, the stent remained constrained within the outer sheath. No difficulties were encountered while flushing the stopcock or the stent delivery system (sds). The device was returned for evaluation. A non-sterile unit of product ¿smart control, iliac 7x100ml¿ was received coiled inside a clear plastic bag and was unpacked for evaluation. A thorough visual inspection was performed, and no damage or anomalies were observed. The stent was properly mounted in the manufacturing position, and the identification band was present and correctly indicated the stent size. The tuning dial showed no signs of damage, and the lock tab was securely fixed to the tuning dial in the manufacturing position. No additional issues were noted on the device. A guidewire was inserted to prevent potential damage to the device during handling throughout the evaluation. Functional testing was conducted to verify device performance. The lock tab was removed, and the tuning dial was rotated clockwise using the thumb, following the indicated arrow direction. The tuning dial rotated smoothly without resistance until it reached the stop. The deployment lever was then pulled back to unsheathe the remainder of the stent. The stent deployed and expanded as intended, with no anomalies observed during functional testing. The expanded stent length was measured, and dimensional analysis results were confirmed to be within specification. Based on the information available, the reported ¿stent incorrect length too long¿ was not observed. Visual, functional, and dimensional analyses of the smart control self-expanding stent demonstrated that the device was properly assembled, deployed, and expanded as intended. The expanded stent length was measured and verified to be within the labeled specification of 100 mm. No evidence of overexpansion, elongation, or dimensional nonconformance was observed during testing. The device functioned normally throughout deployment, and no anomalies were identified that would support the reported observation of an increased stent length. Therefore, the complaint of stent incorrect length could not be reproduced or substantiated during the evaluation. According to the instructions for use, which is not intended to mitigate risk, ¿select stent size: measure the length of the target lesion to determine the length of stent(s) required. Measure the diameter of the reference vessel (proximal and distal to the lesion). It is necessary to select a stent that has an unconstrained diameter at least 1 mm larger than the largest reference vessel diameter to achieve secure placement according to the stent size selection table. Stent deployment: a. Verify that the delivery system¿s radiopaque stent markers (leading and trailing ends) are proximal and distal to the target lesion. B. Ensure that the introducer sheath does not move during deployment. C. Remove locking pin from handle. D. Initiate one-handed stent deployment by rotating the tuning dial with thumb and index fingers in a clockwise direction (direction of arrow) while holding the handle in a fixed position [figure 2]. E. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue turning the tuning dial until the distal end of the stent obtains full apposition with the vessel wall. Note: only the initial 40 mm of the stent may be unsheathed using the tuning dial. With maintaining a fixed handle position, pull back the deployment lever to unsheathe the remainder of the stent [figure 3]. Note: failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation. Note: the stent may be deployed using two hands (¿pin and pull¿ method) by holding the proximal end of the handle stationary with one hand and sliding the deployment lever back towards the stationary hand [figure 4]. G. Stent deployment is complete when the proximal markers appose to the vessel wall and the outer sheath radiopaque marker is proximal to the inner shaft stent stop. Note: when more that one stent is required to cover the lesion, the more distal stent should be placed first. Efforts should be taken to minimize the stent overlap. Contraindications: generally, contraindications to pta are also contraindications for stent placement. Contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta.¿ the information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the physician stated the 7x100ml smart control self-expanding stent (ses) length is longer than the expected length of 100mm. A second 7x100mm smart was stent opened and used on target lesion. The issue was noticed during insertion into the body, when the initially placed stent was observed to be longer than expected. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked and confirmed to display the correct black dotted pattern with a grey background. The product was inspected and prepped per IFU, and no abnormalities were noted with the stent delivery system prior to use. Upon removal from the tray, the stent remained constrained within the outer sheath. No difficulties were encountered while flushing the stopcock or the stent delivery system (sds). The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.